Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left-side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: ¿ crease fold observed on the device no further actions are required as the device was implanted. Additional, changed, and/or corrected data:

Event description:
Healthcare professional reported a left-side rupture. Device has been explanted.

Event description:
Device has been explanted.